Event description:
It was reported that the insertable cardiac monitor (icm) insertion site was infected and the device fell out of the pocket. Another device was implanted successfully. No additional adverse patient effects were reported.